Event description:
During spinal surgery using pedicle probe and feeler the feeler tip broke off in the patient's vertebral body and left 2.5cm of the probe behind. After 20 minutes of the surgeon trying to extract the broken end he decided to put the pedicle screw into the hole and verified using x-rays that the probe was not dislodged. The tip was verified as being fully contained in bone. The pedicle screw was stimulated and seen to be in the normal range.

Event description:
During spinal surgery using pedicle probe and feeler the feeler tip broke off in the patient's vertebral body and left 2.5cm of the probe behind. After 20 minutes of the surgeon trying to extract the broken end he decided to put the pedicle screw into the hole and verified using x-rays that the probe was not dislodged. The tip was verified as being fully contained in bone. The pedicle screw was stimulated and seen to be in the normal range.